Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of an aneurysm. It was reported the pipeline opened slowly during deployment and a balloon was required to open it. No patient injury reported.